Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B) (4) no anomalies found; blood/body fluid observed in all conductors; full lead analyzed.

Event description:
The physician felt the lead was defective. He said, the white tip on the lead was occluded and would not allow a wire to pass through. No patient complications have been reported as a result of this event.